Manufacturer narrative:
Device passed the displacement however failed in vibration self test due to broken black wire vibrator motor connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep and vibrate anomaly. Customer's blood glucose level was unknown. Pump was neither beeping nor vibrating currently. Customer was advised to check utilities menu and insulin pump was set to vibrate. Customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer was advised to install a new battery per IFU and assisted customer in performing a self test. Insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.